Event description:
There is a small, pin-sized hole on the side of the 2000 ml exactamix eva container. The afflicted area is circled with a pen. This was found before it had reached any pt interaction.